Event description:
The presence of air bubbles was observed in the ramp.

Manufacturer narrative:
The end user for the product involved is aphp st. Antoine. The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).